Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) level was 600s mg/dl customer administered a manual injection to address bg. Customer changed pump supplies to address the issue and continued to use the pump for insulin therapy.